Event description:
It was reported that after a right hemicolectomy (with side to side anastomosis) procedure, on (B)(6), 2011, on (B)(6), the patient was intervened due to a blow out of the anastomosis at the staple line. The doctor performed a partial colectomy with anastomosis and placed a drain tube. On (B)(6), the patient was intervened for the third time with the same symptoms, resulting in an end ileostomy. The doctor clarifies he used a regular cartridge (blue), but he decided to select the gold option on the third intervention. Device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.